Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a procedure delay occurred leading to high patient risk. It was reported that during ventricular tachycardia (vt) ablation, at the first ablation firing, the representation of the device disappeared from the targeted area. Changing the scalpel plate and placement of the plate away from the reference patches did not solve the issue. Changing the cable did not solve the issue. Retrieval of the josephson probe from the heart chamber did not solve the issue. Use of another device to complete the procedure. The procedure was delayed while the patient was in vt 245 beats per minute. There was a delay of the procedure and extension of the ventricular tachycardia time for the patient. Based on the event description the procedure was done for ventricular tachycardia and thus this event will not be considered to be reportable as patient adverse event. The physician¿s opinion on the cause of this event is bwi product malfunction. No intervention nor additional hospitalization was required. The patient had fully recovered. Device investigation details since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30255405l number, and no internal actions related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a procedure delay occurred leading to high patient risk. It was reported that during ventricular tachycardia (vt) ablation, at the first ablation firing, the representation of the device disappeared from the targeted area. Changing the scalpel plate and placement of the plate away from the reference patches did not solve the issue. Changing the cable did not solve the issue. Retrieval of the josephson probe from the heart chamber did not solve the issue. Use of another device to complete the procedure. The procedure was delayed while the patient was in vt 245 beats per minute. There was a delay of the procedure and extension of the ventricular tachycardia time for the patient. Based on the event description the procedure was done for ventricular tachycardia and thus this event will not be considered to be reportable as patient adverse event. The physician¿s opinion on the cause of this event is bwi product malfunction. No intervention nor additional hospitalization was required. The patient had fully recovered. The reported issue of the device not being visualized by the carto 3 system has been assessed as not reportable since the potential risk that it could cause or contribute to a serious injury or death is remote.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a procedure delay occurred leading to high patient risk. It was reported that during ventricular tachycardia (vt) ablation, at the first ablation firing, the representation of the device disappeared from the targeted area. Changing the scalpel plate and placement of the plate away from the reference patches did not solve the issue. Changing the cable did not solve the issue. Retrieval of the josephson probe from the heart chamber did not solve the issue. Use of another device to complete the procedure. The procedure was delayed while the patient was in vt 245 beats per minute. There was a delay of the procedure and extension of the ventricular tachycardia time for the patient. Based on the event description the procedure was done for ventricular tachycardia and thus this event will not be considered to be reportable as patient adverse event. The physician¿s opinion on the cause of this event is bwi product malfunction. No intervention nor additional hospitalization was required. The patient had fully recovered. Device investigation details: on 7/6/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. The device was visually inspected and it was found in good conditions. Then sensor functionality was tested on carto and the catheter failed, error 105 was observed. A failure analysis was performed, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. A manufacturing record evaluation was performed, and no internal action related to the reported complaint was found during the review. The customer complaint was confirmed. The root cause of the pc board failure cannot be determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).